Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 17204367/17204367.

Event description:
It was reported that the patients ipg was nonfunctional. It was also stated that the patient had inadequate pain relief. The patient underwent a revision procedure wherein the ipg was replaced and a new lead was added. The patient was doing well postoperatively. The explanted ipg was not returned.